Manufacturer narrative:
Manufacturers report: 3002807968-2018-00050. During an internal review of MDR submissions it was found that this report, 1523456-2018-0002, received an acknowledgement from the esg that contained a "failed" message. (B)(4). This report was uploaded to the esg on 7/26/2018, and received a delivery receipt on 7/26/2018 at 2:33 pm.

Event description:
According to the complaint, a customer got solution from waste pump into the eye. As the customer was in the process of reconnecting a y-piece for waste pump tubes, the y-piece popped off followed by solution from the waste pump splashing into the eye.